Manufacturer narrative:
Concomitant medical product: product ID: 8703w, serial# (B)(4), product type: catheter. Interrogation of the pump determined it was used to infuse 10mg/ml dilaudid at 3.195mg/day and 20mg/ml bupivacaine at 6.390mg/day.the pump was returned for analysis. Analysis found there was corrosion, and/or wear, and/or lubrication in the gear train. Analysis also found that there was a stall due to shaft bearing in the gear train, and it was found that the septum was leaking due to significant damage to the reservoir septum while implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
No document was received.